Event description:
Reportable based on analysis completed on 02-november-2018. It was reported that while preparing the 185cm pt guidewire for the percutaneous coronary intervention in the right coronary artery, the physician noticed that the coating was missing. The physician felt that the coating was missing from the whole device. Another of the same device was used to complete the procedure. There were no patient complications and the patient was stable. However, device analysis revealed partially peeled coating. Device eval by manufacturer: returned device analysis revealed evidence of damage on the body. The material covering the middle section of the core wire was partially missing with indication of damage by friction. The device passes the dowel test. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, od of the middle section and od of the proximal section were within specification.